Manufacturer narrative:
(B)(4). Covidien field support engineer (fse) inspected the returned compressor, and found an air leak from the flow pump. The fse recommended replacing the flow pump. The repair is still pending awaiting for the customer¿s approval.

Event description:
It was reported that, during patient use, the ventilator¿s compressor generated a ¿no air supply¿ alarm and became inoperative. The patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.